Event description:
It was reported that the patient passed away. Additional information stated that the cause of death was suspected gastrointestinal bleed (gib). The patient arrived at the hospital in an arrested state with a hemoglobin of 4.0 g/dl. The patient's death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.